Manufacturer narrative:
Philips service instructed the customer to repair the air conditioning and restarted the chiller. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the detector cooler issue was caused by external environmental factors on a allura xper fd10. The clinical use of the system was outside clinical use. There was no reported patient or user harm.